Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. The patient reported that the device is a "hassle" to charge and that he did not utilize it often. The patient reported the battery was often depleted. The event was related to the device or therapy (specifically the patient's non-compliance as the patient chose not to recharge) and was not related to the implant procedure. On (B)(6) 2016, the patient reported he had suspended the therapy. The device was useful when his pain radiated to his toe, but this pain resolved. On (B)(6) 2016, the patient reported he did not think the device provided any relief, so he stopped using the device. The patient agreed to reprogramming at this visit. The patient admitted to feeling the stimulation, received re-education, and agreed to charge and utilize the device. On (B)(6) 2017, the patient reported a lack of pain relief from the device and had requested to have it re moved. The device was off on this visit. An x-ray performed on (B)(6) 2017 revealed the leads had migrated. The patient reported no relief from the device. The device diagnosis was lead migration/dislodgement with a clinical diagnosis of a loss of therapeutic effect. The entire system was explanted and not replaced on (B)(6) 2017. The event was unresolved at the time of study exit/death/study closure. There was discussion of replacing the device with another manufacturer due to the necessary revision and difficulty ("hassle") charging the device and so the patient is not paresthesia dependent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the patient was exited on (B)(6) 2017 as all enrolled products of the manufacturer were inactive. The event resolved without sequelae on (B)(6) 2017. No additional information was provided by the healthcare provider regarding the return status of the devices.

Manufacturer narrative:
Correction: device code was added. If information is provided in the future, a supplemental report will be issued.